Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that they had a high blood glucose value of 265 mg/dl. Patient's other blood glucose value was unknown. Cannula was bent and stuck to the adhesive. The customer was treated with insulin pump. The device was not expected to be returned for analysis.